Event description:
The customer reported that while running an human immunodeficiency virus-1, p24 antigen assay, using summit sample handler, there were large bubbles in well position b5, and no error message was given. A field svc engineer was dispatched. No death or serious injury was associated with this event.